Event description:
It was reported that the patient experienced a cardiac tamponade. The procedure was progressing normally until the first application of farapulse ablation. After this initial application, the patients blood pressure began to drop rapidly and remained low. Fluoroscopy revealed a tamponade and a pericardiocentesis kit was administered, stabilizing the patient. The patient was then stable enough to successfully complete the farapulse ablation procedure. The patient was admitted into the hospital into the cardiac intensive care unit (ICU) for overnight observation. The patient is expected to fully recover. The device is not expected to return for analysis as it was disposed. It was further reported that the staff confirmed that the blood pressure was dropping two minutes prior to the first ablation application, and the vagal response from the first application is what prompted the physician noticing the blood pressure drop.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. The procedure was progressing normally until the first application of farapulse ablation. After this initial application, the patients blood pressure began to drop rapidly and remained low. Fluoroscopy revealed a tamponade and a pericardiocentesis kit was administered, stabilizing the patient. The patient was then stable enough to successfully complete the farapulse ablation procedure. The patient was admitted into the hospital into the cardiac intensive care unit (ICU) for overnight observation. The patient is expected to fully recover. The device is not expected to return for analysis as it was disposed. It was further reported that the staff confirmed that the blood pressure was dropping two minutes prior to the first ablation application, and the vagal response from the first application is what prompted the physician noticing the blood pressure drop. It was further reported that the type of sheaths and sizes were not known. There was no resistance felt while maneuvering the catheter or the guidewire. A versacross pigtail for transseptal puncture and a bsc starter rosen wire were used with the farawave catheter. The farawave catheter was in the left atrium at the time of the tamponade, which was discovered after four minutes of dwell time and following the first farapulse application. Ice was used in an attempt to identify the location of the perforation, but the physician was unable to do so. The blood was safely drained from the heart, and the procedure was completed successfully. The patient stayed overnight for monitoring but was able to leave the hospital the next day, making a full recovery.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.